Manufacturer narrative:
While passing the agility wire (catalog and lot unk) through the (nf) neuroform stent, the wire became entangled on the nf stent and the wire stretched and broke. The distal end of the stretched wire was on the nf stent and the proximal end was in the proximal internal carotid artery in the neck. In order to keep the wire fragment from balling up and moving intracranially the wire was fixed in place by deploying an (es) enterprise stent in the ica at the skull base level and deploying a standard carotid stent in the cervical ica. The es use was off label as it was used to fix a broken wire in place and not in the direct treatment of the aneurysm. The procedure was stopped. No neurologic complication. The patient returned on a later date and the remainder of the aneurysm was repaired successfully. Prior to the event, the procedure was treatment of a wide neck left internal carotid bifurcation aneurysm was planned to use both an enterprise stent (es) and a neuroform stent (nf) to reconstruct the aneurysm neck. The consent for the use of both stents was obtained prior to surgery. The nf stent was deployed and coils were placed into the aneurysm. The lot number was not available to conduct DHR review, and the product was no returned for analysis. After it was inserted in the patient, the agility guidewire distal tip was entangled with a non codman device, and the guidewire distal tip unraveled and fracture. The guidewire extended from the ica into the base of the skull. The guidewire was secure with an enterprise stent, used off labeled. With the information available and without the product available for analysis the complaints could not be confirmed. Inspections are in place to prevent damaged products from leaving the facility. No corrective action is required at this time. It is difficult to draw a clinical conclusion between the device and the event based on the limited information available. However, there are possible procedural factors, specifically the tip entanglement that may have contributed to the events. Therefore, no corrective actions will be taking at this time.

Event description:
While passing an agility wire (catalog and lot unk) through the (nf) neuroform stent stent the wire became entangled on the nf stent and the wire stretched and broke. The distal end of the stretched wire was on the nf stent and the proximal end was in the proximal internal carotid artery in the neck. In order to keep the wire fragment from balling up and moving intracranially the wire was fixed in place by deploying an es in the ica at the skull base level and deploying a standard carotid stent in the cervical ica. The es use was off label as it was used to fix a broken wire in place and not in the direct treatment of the aneurysm. The procedure was stopped. No neurologic complication. The patient returned on a later date and the remainder of the aneurysm was repaired successfully. Prior to the event, the procedure was treatment of a wide neck left internal carotid bifurcation aneurysm was planned to use both an enterprise stent (es) and a neuroform stent (nf) to reconstruct the aneurysm neck. Constent for the use of both stents was obtained prior to surgery. The nf stent was deployed and coils were placed into the aneurysm.

Manufacturer narrative:
The device represents an unknown agility guidewire. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.